Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display and stuck error alarm found on 25 may 2023. Unit was received with battery cap and found no anomalies on battery cap. The pump passed the displacement test, active current test, and self test. Unit failed to pass the sleep current measurement due to high current. No blank display noted during testing. The keypad overlay was responsive during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, pump error 4 occurred on 05/25/2023 07:59 in history files and traces. Failed battery test (05/25/2023 08:01--08:04) in history files and traces. Stuck error alarm is not found in history files and traces. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), fading serial label. Swapped pcb 1 with test pcb 1 and it did not work properly. Swapped pcb 2 with test pcb 2 and it did not function properly. Blank display was not observed during analysis. Blank display not confirmed. Stuck error alarm is not confirmed and was responsive during testing. Pump error 4 is confirmed due to hardware anomaly. Unexpected battery power loss is confirmed and isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a blank screen and after troubleshooting the screen came up showing a stuck button error. Troubleshooting was performed and found that the customer was not pressed the button for 3 minutes or longer and the pump was exposed not to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and was returned for analysis.